Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported the system would not fluoro. The customer turned the system off, and it took a long time to shut down; then after reboot, the keyboard would not function. No patient injury was reported.